Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively determined through this evaluation. It was reported that the heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. B is currently available. Section 1 of the IFU, ¿introduction¿, lists multiple types of organ failure and dysfunction and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away. The cause of death was multiorgan failure (mof) it was reported that the left ventricular assist device (lvad) worked as expected. The patient's outcome was not device or therapy related. The device will not be explanted.